Event description:
It was reported that upon log file review a driveline communication b fault was seen. The system controller and modular cable were replaced, and the communication fault resolved. Related MFR # of the system controller 2916596-2023-01987.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the log files and via evaluation of the returned modular cable. The controller event log files contained approximately 3 days of data combined (28mar2023 ¿ 31mar2023 per the timestamp). A driveline communication fault alarm associated with a comm b fault activated on (B)(6) 2023 at 9:07:17. The driveline was then disconnected on (B)(6) 2023 at 12:18:22 to exchange the system controller and the modular cable. The driveline communication fault alarm resolved when the driveline was disconnected at 12:18:22. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller and modular cable were tested in a mock circulatory loop and a driveline communication fault alarm activated when the driveline was connected to the controller. The returned controller and modular cable were then tested separately in a mock circulatory loop and the issue was isolated to the modular cable; the reported alarm was reproduced while the returned modular cable was connected to a test system controller. It should be noted that the reported alarm did not affect pump operation at the set speed during testing. Visual inspection of the returned modular cable revealed minor kinks throughout the polyurethane jacket; no tears were observed on the polyurethane jacket. Current leakage testing on the cable revealed that the orange and yellow wires, which are associated with ground b and comm b signals respectively, were shorting with each other while manipulating the cable. Resistance testing was also performed revealing that the orange and yellow wires were broken. The modular cable jacket and underlying layers were opened to inspect the underlying wires and the yellow and orange wires were confirmed to be completely broken. It was determined that the damage observed and a potential electrical short occurring between the broken wires resulted in the reported alarm activating. No other issues were observed during evaluation of the underlying wires. The root cause of the reported event was determined to be broken wires in the modular cable; the observed wire damage appears consistent with repetitive flexing of the modular cable. The device history records were reviewed and the records revealed that the modular cable was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.